Event description:
The company representative spoke with the customer who called to upgrade the insulin pump and stated the continuous glucose monitoring system was not working. Customer reportedly received unexplained no delivery alerts. The insulin pump was requiring battery changes every two weeks, there was a crack by the reservoir, condensation inside the screen and two of the buttons were sticking. Customer declined to transfer for troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.